Event description:
Break of the ring. The welded part of the ring injured the patient.

Manufacturer narrative:
Complaint unconfirmed for ring break. Follow up with user revealed that there was a bend in the area adjacent to the weld that may have resulted in irritation/injury to the patient.